Manufacturer narrative:
(B)(4). Concomitant medical products: 856135018, 3.5x18mm cort lock scr ste, unknown, 851318300, dist hum poslat r 9h 74mm st, unknown. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01608, 0001825034 - 2018 - 01609 . Not returned by patient.

Event description:
It was reported that during a routine removal operation the screw could not move in any direction because it was stuck with another device. Ultimately, the surgeon was able to detach the products. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.